Manufacturer narrative:
The manufacturer did not receive the device for investigation as it is still implanted. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e allofit cup) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a fitmore shell with screw cones, uncemented, 50/hh on an unknown date. A delamination of the cup has been observed. A revision surgery has not been reported yet.

Manufacturer narrative:
No trend considering the following event is identified: debonding of the sulmesh. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that delamination of fitmore cup was observed in a patient. Review of received data: zimmer biomet product experience report (zper). The zper reports an exchange of the acetabular component. The implantation date is not reported, while the explanation date is reported to be (B)(6) 2016. On the zper it is marked that the reason for revision is dislocation, loosening and wear. Other than these the zper does not contain additional information that would have any impact on the findings of the investigation. Physician letter: a physician letter from the surgeon to the general practitioner, dated (B)(6) 2016, was received. It contains the diagnosis, anamnesis and clinical findings for outpatient treatment from (B)(6) 2016. Under the diagnosis section an unclear increase of the infection values is noted and it is mentioned that a cup change due to debonding of the fitmore shell¿s coating is planned. The implantation date is stated to be (B)(6) 2004. In the anamnesis section it is mentioned that a planned surgery from (B)(6) 2016 was postponed due to an unclear increase of the infection values. The clinical findings do not include any additional information that would have an impact on the investigation. Release letter (after revision surgery): the release letter from the surgeon to the general practitioner, dated (B)(6) 2016, was received. The letter contains the diagnosis, therapy, blood analysis results and recommendations for further treatment. As diagnosis cup loosening due to debonding of the fitmore shell¿s coating is noted. In the blood tests results the value for the c-reactive protein is 17 mg/l before the revision surgery (on (B)(6) 2016) and 63.2 mg/l after revision surgery (on (B)(6) 2016). The reference value is < 5 mg/l. Other than these the letter does not contain additional information that would have any impact on the findings of the investigation. X-rays: three paper copies of ap x-rays of the pelvis were received in a rather limited quality. The first x-ray is taken on (B)(6) 2010 and assumed to show the concerning total hip prosthesis in the right hip. The second x-ray dated (B)(6) 2016 shows bilateral hip prostheses. As far as the quality of the image permits, it shows debonding of the sulmesh with migration of the cup in the right hip. No statement can be given about the sequence of events since no other image in between the first two x-rays has been received. The third x-ray taken on (B)(6) 2016 shows the situation after the revision surgery of the fitmore® shell. It seems that the stem was left in place while the head and the acetabular components were revised. Devices analysis: on the anchoring side of the fitmore® shell , more than 80% of the sulmesh grid is missing. The remaining sulmesh shows no signs of bone ingrowth. On the shell, the structure of the sulmesh is partially indented and some scratches are visible. Further, polished zones on the shell as well as on the remaining sulmesh can be observed. One piece of the debonded sulmesh grid is separately available and shows bone ingrowth. The ground on the inside of the shell shiny polishing can be seen. Nothing additional is to report about the inside of the shell. The metasul alpha insert shows slight damages from the revision surgery in terms of slight scratches and nicks. Most of the backside shows machined surface while some individual spots are slightly polished. The contours of the screw holes and the indentations from the fixation spikes on the shell are clearly visible. The observed indentations indicate a proper fixation of the insert in the shell. The end of the polar pin seems pressed and appears roughened and white. On the articulation surface of the insert diffuse metallic smears and numerous scratches can be seen. The appearance of the articulation surface of the metasul alpha insert does not point to abnormal wear behavior, e. G. Rim loading. Overall the insert is inconspicuous. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause determination using dfmea: fracture / damage / loosening of shell due to wrong behaviour of the patient/ high patient activity (eg. Contact sports, weight,¿) possible: no patient activity is known , therefore cannot be excluded. Partial loosening and subsequent debonding/ fracture of sulmesh due to incorrect distribution of load due to design. Possible: design change was done due to sulmesh grid debonding. Conclusions: the fitmore® shell was revised after approximately 12 years and 5 months in vivo due to debonding of the sulmesh grid. On the revised part more than 80% of the sulmesh grid is missing and polished zones on the shell as well as on the remaining sulmesh can be observed. One piece of the debonded sulmesh grid is separately available and shows bone ingrowth. This would indicate that this part of the sulmesh was integrated and anchored in the bone. The review of the received x-rays shows that a part of the sulmesh is fixed to the bone whereas the cup is migrated. It can be assumed that at one point in time the fitmore® shell was only partially anchored into the bone and started its migration. During the dynamic migration process of the cup, the well anchored and in the bone integrated part of the sulmesh could not follow the motion of the cup. This led to debonding and tearing of the sulmesh from the shell. However, it is unknown why and at what point in time the cup started its migration. It remains unknown if and to what extent the unclear increase of infection values might be related to the sequence of events leading to the debonding of the sulmesh grid. Based on the given information and the results of the investigation, no specific root cause could be defined. However, in order to avoid such occurrences, design change was done in 2007, to improve the design of the sulmesh bonding and make it more stable. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The case was reopened, as it was found out, that a duplicate of the case at hand exist, all information of the duplicate has been transferred in the case at hand. The investigation is pending. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a fitmore shell with screw cones, uncemented, 50/hh on (B)(6) 2004 and was revised on (B)(6) 2016 due to loosening and delamination of the surface of the cup.

Manufacturer narrative:
A technical investigation was not possible to perform, as the devices were not at hand. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that delamination of fitmore cup was observed in a patient. It is not known when the cup was implanted. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).